Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch up cable was broken at the distal clevis hub. The pitch motion was not functional as a result. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci cystectomy, the prograsp forceps instrument was not working. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.